Event description:
It was reported to baxter singapore that a colleague infusion pump experienced "a screen display issue with multiple lines." This event occurred upon power-up and may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with display issue was confirmed during product evaluation. The root cause was determined to be lines on the display. The display was replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 5.09.92. Baxter will continue to monitor similar reports to determine if further actions are required.